Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the sensors. The insulin pump went into threshold suspend when the sensor read low but he had a high blood glucose level. Customer's blood glucose level was 216 mg/dl but his sensor glucose reading was 70 mg/dl. The device was not returned.